Event description:
After an implantation period of approx. 136 months, oversensing on the ventricular channel was reported. The patient has been kept in and monitored awaiting lead replacement.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.